Event description:
Truecare biomedix pharmacy transfer tubing, large bore universal spike tubing was used with a repeater pump. Had two unrelated instances where the tubing in the router was cored and drug leaked. The plastic was rubbed so hard that created leaks. FDA safety report ID # (B)(4).